Manufacturer narrative:
Additional narrative: patient ID/initials and weight are unknown. Nail breakage was discovered on (B)(6) 2015; it is unknown when the breakage occurred. Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: april 29, 2015. Expiry date: april 01, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a nail was found postoperatively broken on (B)(6) 2015 and revision took place on (B)(6) 2015. The hardware was implanted on (B)(6) 2015 for a 31-a2 fracture; the surgeon fixed lateral fracture part by transplanting ilium. On (B)(6) 2015, the surgeon confirmed no anomaly on the nail while he noted that fractured bone had not been united yet. On (B)(6) 2015, it was discovered through x-ray at the hospital that the nail was broken at patient's fracture region when the patient complained of pain. Accordingly revision took place on (B)(6) 2015 to displace the nail to proximal femoral nail anti-rotation (pfna-ii). The provided x-rays were reviewed by the manufacturer and it was noted that the breakage could be confirmed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: d10. F10: patient code 1924 added. H3, h6: the subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H11 corrected data: g4: medwatch report follow-up #1 mw-308950 was submitted with the g4 date of jan 18, 2015 in error. The correct date should have been jan 18, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H11 corrected data: d10. The correct date returned to manufacturer was jan 18, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e1 (email address). E1: hospital contact number: (B)(6). H3/h6: manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. The laser etching was readable. The nail was broken into two (2) pieces with the anodized shape slightly damaged. The diameter of the nail was measured at the broken region with the result that it meets the specification. Additionally, the material release certificate for the processed lot was checked with the result that the specified material was processed accordingly. Based on this information, the complaint is rated as confirmed, but not as valid from the point of view of the manufacturing site. No manufacturing related issues were identified and/or confirmed. H11: corrected data: d11: the two (2) bolts were incorrectly linked under the same part number. One has part number 459.340vs, which has been added to this field. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.